Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no saline solution in the vial and the lens was hard. There was no pt contact. This occurred with six lenses. This report references lens 6 of 6. Reference MDR#1313525-2015-00062 for lens 1 of 6. Reference MDR#1313525-2015-00063 for lens 2 of 6. Reference MDR#1313525-2015-00064 for lens 3 of 6. Reference MDR#1313525-2015-00065 for lens 4 of 6. Reference MDR#1313525-2015-00066 for lens 5 of 6.